Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error "25913 - e-200 error: non recoverable fault: esu madd fans speed" was found. The unit was installed and tested into a golden printed circuit assemby system where the component functioned as expected. The unit was powered on with all the e-200 leds illuminate turning red and the system could not detect the e-200. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.as a result of these findings, failure analysis concluded that further investigation will be required to determine the root cause of the issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a repeating non-recoverable error on the e-200 generator when it started up with red leds. The technical service engineer (tse) confirmed related 25913 error in the system logs. The customer power cycled the e-200 and hard power cycled the vision side cart (vsc) with no resolution. The customer stated that they do not have a spare e-200 but would try and connect the spare vsc. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: confirmed issue was identified prior to ports being placed.